Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: (B)(4) refer to the same procedure for tow endostitch reloads. When the surgeon was suturing the vaginal cusp the needle fell out of th jaws. Opened up a third handle to complete the procedure. There was no bleeding and no extension in or time. Additional information has been requested from the facility.